Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated patient was referred to the surgeon for revision surgery by the neurologist. Reporter stated referral indicated "lead wires were broken". The patient underwent revison surgery today. Follow up with the surgeon's nurse revealed that during surgery, the patient's existing generator was replaced and a systems diagnostic test resulted in high impedance, indicating a possible lead break with the existing lead. The entire vns therapy system was replaced as a result of the high lead impendance. No serious injury was reported.